Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation is still in progress.

Event description:
It was reported that the error code 41171 was occurred. The event occurred during priming at the facility. There was no reported patient involvement.

Manufacturer narrative:
H3: one device was received for evaluation. Service history review identified no indication that the complaint was related to a service of the device within the view period. The customer issue was confirmed through the event log history review. The root cause of the issue was a defective mainboard. The device was returned unrepaired to the customer.